Event description:
Baxter barbados reports five incidents of blood leaks with the psn 120 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified visually. Estimated blood loss was unk. No pt injury or medical intervention reported per baxter barbados.